Event description:
It was reported this catheter was successfully placed. It was noted during a scheduled catheter exchange, this drainage catheter had fractured at the distal pigtail. The pigtail remained intact and the drainage catheter was removed over the guidewire. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device has not been received for eval. Therefore, a failure analysis is not available. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause of this event. Co's directions for use state "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections". Lot number 4619849 reported on user facility medwatch report is not a correct lot number for this part number.